Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. The device was programmed to deliver diprivan. No specific programming parameters were provided. It was reported that after 50 to 60 minutes, the nurse noted the diprivan container was empty. Reportedly, the patient received 89ml of diprivan instead of the intended 12ml. At this time, the patient's blood pressure decreased to an unspecified level. No medical interventions were required. The patient was monitored and after an unspecified length of time, the patient's blood pressure returned to an unspecified baseline. The device was removed from clinical service. There were no reported adverse pt sequelae. Though requested, the customer declined to provide additional information.